Event description:
It was reported that pt underwent knee procedure on (B) (6) 2008. Pt was revised on (B) (6) 2010, due to soft tissue laxity. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Complaint was received by biomet (B) (4) on 3/19/10 regarding a revision due to soft tissue laxity. Info was received by the mfg facility, biomet (B) (4), on 5/14/10. An assessment was performed relating to the info received and it was determined to be an MDR reportable event.